Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: finding/root cause: a log file analysis was conducted, the customer's reported issue was not confirmed, and there was no failure detected. The log files do not show any instances of the unit shutting down by itself. All log entries where there was a shutdown, were initiated and confirmed by the end user. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista (B)(6) shut off while on a patient, no alarm went off. It was noticed when the patient's saturation dropped to 73%. The vent was turned back on and saturation began to rise."